Event description:
It was reported that the infusion set was leaking at the headset and that the cannula was found to be broken after removal from skin, resulting in high glucose levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.